Manufacturer narrative:
The pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch and with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was submerged in swimming pool. The customer states they tried to get the water out and dry it. The customer's blood glucose level at the time of incident was 143mg/dl. The customer states the pump went blank and didn't deliver anything. It was reported that the pump would be replaced and returned for analysis.